Manufacturer narrative:
The device is not available for investigation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that, on an unknown date, the formation of a large amount of air bubbles inside the extension cord was noticed. There was no patient harm reported. No additional information is available at this time.